Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure device was seen protruding through the proximal portion of the left fallopian tube with the device visible in the mesosalpinx') and pelvic pain ('chronic pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), pain in extremity ("leg pain"), hypoaesthesia ("leg numbness") and migraine ("excessive migraine headaches"). The patient was treated with surgery (excision of essure devices bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, pain in extremity, hypoaesthesia and migraine had not resolved. The reporter considered back pain, fallopian tube perforation, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date -(B)(6) 2017 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information was added. Reporter causality comment was added. Event: 'the essure device was seen protruding through the proximal portion of the left fallopian tube with the device visible in the mesosalpinx' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), pain in extremity ("leg pain"), hypoaesthesia ("leg numbness") and migraine ("excessive migraine headaches"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, pain in extremity, hypoaesthesia and migraine had not resolved. The reporter considered back pain, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), pain in extremity ("leg pain"), hypoaesthesia ("leg numbness") and migraine ("excessive migraine headaches"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, pain in extremity, hypoaesthesia and migraine had not resolved. The reporter considered back pain, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received. Case became serious incident as removal was done for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.